Event description:
In 2004, pt had a "bad stomach pain" in the morning and pt went to the emergency room. Pt was not able to go to the pharmacy and pick up their new meter. At the ER, "they completely checked" pt and found out that pt had pancreatic inflammation. Pt blood glucose on the ER meter was 400 mg/dl, which reflects a serious injury. Pt was given insulin at the hosp. They also treated pt for the pancreatic inflammation and was admitted there until four days. Pt did not use their meter during the hosp stay. There is no allegation (from the pt or the hosp staff) that the pancreatic inflammation was due to the meter. In 11/2004, the pt contacted lifescan (lfs) germany and reported that their meter was reading inaccurately low and that pt was hospitalized. Lfs has attempted to contact the pt for further info regarding the event and was able to reach the pt in 11/2004. The pt had reported that in 10/2004, their one touch ultra meter all of a sudden showed the results in the wrong unit of measurement (mmol/l instead of mg/dl). That morning, pt tested on their meter with a result of 16.1 mmol/l (the converted result is 290 mg/dl). Pt took their insulin based on their feelings pt thought that "16.1" could be 250 mg/dl). Pt felt "normal" at the time of these tests. Pt is on a sliding scale with humalog insulin. Pt also reported that pt did not remember changing the battery or any settings on the meter that could have changed the units of measure on the meter. That morning (2004), pt went to their dr for help and was given a new meter to take home. However, pt was not able to test on that new meter since pt did not have any training and did not know how to use it. The next day, pt went back to their dr, and this time the dr sent pt to the pharmacy. A new one touch ultra meter was ordered for pt there and pt was to pick it up the day after. Therefore, pt was not able to test their blood glucose in 2004 and the next day. During those two days, pt had taken insulin based on their feelings. Pt had started to throw up and their stomach pains got worse.